Event description:
It was reported that pump repeatedly declared a cartridge change error and later a cartridge alarm during attempts to load cartridge. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to remove cartridge, inspect o-ring, check and clean pneumatic tap area, and reattach cartridge fully, but customer was still unable to successfully load cartridge onto pump and no additional resolution was documented.